Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade iii. The event of ¿lumbar metastasis" is not device related. No treatment was provided. Later patient representative reported "died due to breast cancer metastasis. It¿s not related to the product or operation technique". The device remains implanted.